Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was admitted in the hospital and had an infection at the lead site. Symptom was a serous drainage. The patient was prescribed a round of cephalosporin. The physician believed that infection was procedure related and not related to the device. Upon follow up, the patient no longer had the infection.